Event description:
It was reported that this pacemaker has depleted from 9 years down to 7 years battery remaining. Boston scientific technical services could not determine what was causing the drop. Moreover, there was a reprogramming change done. As of this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.